Event description:
It was reported by repair work order that the side rail could not remain latched due to damaged outer spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.